Event description:
Implanting physician reported they suspect bia-alcl in their patient. Histopathological markers have not been confirmed. The affected side, location of the device and patient treatment have not been specified. The device status is unknown.

Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl.